Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device location of device: punctured uterus') in an adult female patient who had essure (batch no. 50505072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: per pfs- hysterosalpingogram (hsg). Concurrent conditions included back pain, pelvic pain female, joint injury, vaginal discharge and chest pain. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), migraine ("migraines") and nausea ("nausea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2017. At the time of the report, the uterine perforation, headache, migraine and nausea outcome was unknown and the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, headache, migraine, nausea and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2012. Lot number: 50505072. Manufacture date: 2010-02. Expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure device location of device: punctured uterus') in an adult female patient who had essure (batch no. 50505072) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: per pfs- hysterosalpingogram (hsg). Concurrent conditions included back pain, pelvic pain, joint injury, vaginal discharge and chest pain. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), migraine ("migraines") and nausea ("nausea"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2017. At the time of the report, the uterine perforation, headache, migraine and nausea outcome was unknown and the dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, headache, migraine, nausea and uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, 10feb2012 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs and mr received. Lot number was added. Event injury was updated to specified events - dysmenorrhea (cramping), migraines, headaches, nausea, perforation (uterus)/ migration of essure device location of device: punctured uterus were added. New reporter, patient information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.